Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The territory manager reported via phone call that customer was hospitalized due to diabetes ketoacidosis on unknown date. Customer was hospitalized for several days. Troubleshooting was declined unable to spoke. The insulin pump will not be returned for analysis.